Event description:
Revision surgery due to the patients shoulder joint was more mobile than the surgeon liked, loose.

Manufacturer narrative:
The agent reported revision surgery due to instability. Complaint has been evaluated and is similar to report number 1644408-2023-00401; 508-32-101, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.